Event description:
The customer observed a falsely elevated troponin result for 1 female patient while using the architect stat troponin-I assay. The patient had no signs of heart disease. The customer provided the following results (ng/ml): architect stat troponin-I: initial result 0.25, retest result using the roche eclusys method: 0.003 ng/ml the customer indicated that multiple specimens were drawn from the patient and each result was around 0.25 ng/ml. The specimen was re-centrifuged and the result was 0.24 ng/ml the patient was also tested for bnp and was within normal range, which supported that there was no myocardium problem. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 77425un13 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 77425un13, was not identified.